Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys would not recall saved data. No pt injury was reported.